Event description:
A facility reported that patient slippage and injury occurred during use of the mayfield composite series base unit, standard (a3101). Additional information has been requested to determine the nature of the injury and patient outcome. No surgical delay was reported.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The mayfield composite series base unit, standard (a3101) was returned for evaluation: device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis & root cause - the reported complaint is not confirmed. Repairs team could not duplicate slippage due to not having all parts that were involved in the set up. The unit was received without the swivel adapter. Unit required maintenance and replacement of worn components from routine use and wear. Probable root cause of patient slippage is improper or suboptimal positioning of the mayfield system on the patient.

Event description:
N/a.